Manufacturer narrative:
This follow-up MDR is created to document the evaluation of the returned device. After receiving this complaint, we searched for other complaint and we didn't find other complaint on the lot number. Checking the quality databases revealed no anomaly in connection with the described defect. On june 5th we received a used sample at the visual inspection, the sample is broken in 2 parts : on part of 18cm and an other of 6 cm we see a trace of adhesive for 5 cm on the body of the probe, after the funnel. Our clinical assessment concluded : urethral catheterization with indwelling catheters is a common urological procedure. Aa6108 pediatric folysil catheter is sold worldwide for diagnosis or therapeutic purpose. This type of medical device must only be used by trained and experienced professionals. The in-situ tearing of catheter's shaft during removal has been analyzed by investigations on a fragment of the incriminated device: the incriminated device is conformed to specification. The incident was identified as a gradual straight tearing of shaft due to inadvertent pre-cut by a sharp object, occurring before insertion, and possibly causing liquid leakage following balloon inflation. The instructions for use recommends that if the catheter needs to be secured, the adhesive must be applied to the connector. It is concluded that the risks identified are still acceptable and considered as safe.

Manufacturer narrative:
Checking the quality databases revealed no anomaly in connection with the described defect. Unfortunately no sample is available from the customer and we cannot go further than the documentary investigation which didn't reveal any anomaly recorded during production. Based on the above this complaint is not confirmed. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to the available information, unblocking, aspirated with 2 ml (more was not possible, 3x controlled) then removed, this was easily possible, then a short "zapping" could be heard, the catheter was torn in the patient and had to be removed surgically.